Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer stated that the drive support cap was loose. The customer¿s blood glucose level was low at the time of the incident. The troubleshooting was done for the cosmetic damage. The troubleshooting was declined for low blood glucose value. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.